Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned cut in two segments for analysis. Internal insulation abrasion was found at 13.9 cm to 14.3 cm from the distal tip. The etfe coating was intact at the same location.